Event description:
It was reported that the wake button was sticking. Customer's blood glucose (bg) level was 320 mg/dl, with ketones that were identified as dangerous by a health care provider. Customer required assistance due to bg level and was given a manual injection and juice to address their bg. Replacement pump was sent to customer to resolve the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.